Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had four defective infusion sets. The customer reported a bent infusion set needle, which caused the customer to experience diabetic ketoacidosis from lack of insulin. The customer's blood glucose was 517 mg/dl at the time of incident. The customer did not have any symptoms of high blood glucose. The customer was treated with an IV drip. The customer was admitted to the hospital on (B)(6) 2017. The customer was wearing the insulin pump at the time of the hospitalization. The caller declined to troubleshoot for the bent infusion set cannula and the insulin pump. Customer's current blood glucose was 157 mg/dl. The insulin pump will not be returned for analysis.